Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion surgery l4 to s1 using rhbmp-2/acs on (B)(6) 2009. The patient post-operative period was marked by increasingly persistent mechanical back pain and left thigh pain. The patient had a revision surgery on (B)(6) 2013. This surgery consisted of full decompression of the l4 to l5 exiting nerve root and dura to relieve pressure at the previous fusion site. The patient continues to experience radiating pain to the legs and nerve injury and otherwise suffered serious injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient was preoperatively diagnosed with l5-s1 spondylolisthesis, l4-l5 disc herniation status post laminectomy and underwent following procedures: anterior lumbar l4-l5 discectomy with fusion and rhbmp-2. 2. L5-s1 discectomy with reduction of spondylolisthesis spacer fusion with rhbmp-2. As per op-notes" the space medial to the l5-s1 segment was identified. Under distraction, we placed a spacer measuring 14mm, filled it with allograft and rhbmp-2 bone graft. An spacer was filled with bone graft was inserted under distraction and anterior posterior and lateral fluoroscopy performed." Post operatively patient was diagnosed with spondylolisthesis l5-s1, degenerative disc disease l4-l5. On (B)(6) 2009: the patient underwent fluoroscopy due to history of anterior lumbar fusion. The fluoroscopic spot films demonstrated inter-vertebral disk spacers at l4-l5 and l5-s1. On (B)(6) 2009: the patient also underwent x-ray of lumbar spine due to alif (anterior lumbar inter-body fusion) at l4-s1. Post-operative examination of the lumbosacral spine demonstrated radiopaque spacers between l5-s1 and l4-l5. The bony alignment was adequate. Impression: post-operative lumbosacral spine. On (B)(6) 2009: the patient underwent CT scan of lumbar spine without contrast. The evaluation demonstrates l1-l2, l2-l3 and l3-l4: a disc bulge results in minimal canal stenosis. There is no foraminal stenosis.l4-l5: a disc bulge with facet joint and ligamentous hypertrophy results in minimal canal stenosis. There is severe bilateral foraminal stenosis. L5-s1: a disc bulge with facet joint and ligamentous approach is present. There is minimal indentation of the ventral spinal canal. There is moderate to severe bilateral foraminal stenosis, right greater than left. On (B)(6) 2009: the patient presented for follow up for status post anterior lumbar interbody fusion at the l4-l5 and l5-s1 levels. On (B)(6) 2009: the patient underwent CT of lumbar spine without contrast. Impression: lesion within the right iliac bone. Status post bilateral l5 laminectomies and interbody fusion at l4-l5 and l5/s1. L5-s1 bilateral pars defects. Interval grade 1 anterolisthesis of l5 on s1. L5/s1 intravertebral disc spacer has moved anteriorily to extend beyond the superior end plate of s1. L4-l5 minimal disc bulge likely contacting the bilateral foraminal l4 nerve roots.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: patient presented for follow-up with persistent but diminishing mechanical back pain. Impression is that of a causally-related lumbo sacral, musculo-skeletal and radicular pain syndrome. On (B)(6) 2009: patient presented for follow-up with increase in mechanical back and left thigh pain. Impression is that of a causally-related lumbo sacral, musculo-skeletal and radicular pain syndrome.